Event description:
It was reported that the patient felt the implantable pacemaker was not working. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient felt the implantable pacemaker was not working. This device remains in service. No adverse patient effects were reported. Additional information indicated that the patient has not been checked in person but was followed regularly with remote monitoring and most recent report appears to be in order.